Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2011. The revision surgery was due to patient pain and high amounts of nickel in the patients' blood. During the revision, the original omni neck was removed and replaced with a new implant of the same size and a non-omni head was removed and replaced from a cobalt chrome head to an omni ceramic femoral head.